Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. No kinks/elevator marks were noted. The working channel sleeve protruded when received. Maximum working channel sleeve protrusion was noted when the small knob was articulated counterclockwise. A functional assessment was performed. An ehl probe was inserted into the spyscope and the ehl probe passed freely through the working channel. Upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the live image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The distal tip was cut. The distal cap was removed. The catheter was cut and peeled open to reveal the working channel sleeve. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. No obvious damage or irregularities that could cause or contribute to passability issues was observed in the pebax region under magnification. The complaint was not consistent with the returned spyscope ds that there was loss of visualization and accessories were difficult/unable to advance; however, it was found that the working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, they were not able to advance the ehl probe through the tip of the spyscope ds. In addition, the spyglass also went out. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding. Please see block h10 for full investigation details.